Event description:
It was reported that shaft break occurred. The >50% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. A 16-4/5.8/75 xxl balloon catheter was advanced for dilation. However, it was noted that the balloon broke while inflating inside a wallstent. The balloon was pulled out through the sheath and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon ruptured while inflating, and the shaft did not break as previously reported.

Manufacturer narrative:
Device evaluated by MFR. : xxl/16-4/5.8/75 was returned for analysis. A visual examination identified a complete circumferential tear of the balloon material located approximately 50mm distal of the proximal sleeve of the balloon. The proximal section of balloon material was also torn longitudinally beginning at the circumferential tear and extending approximately 25mm proximally. The distal section of the device including a section of balloon material, a section of shaft, both markerbands and the tip were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. The rate of burst pressure of this device is 5atm (atmospheres). A visual and tactile examination found the shaft to have been detached and severely stretched/damaged at approximately 45mm distal of the proximal balloon sleeve. The distal section of the device including a section of balloon material, a section of shaft, both markerbands and the tip were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. The shaft of the proximal section of the device was also kinked at more than one location. A visual examination identified a section of balloon material, a section of shaft, both markerbands and the tip were not returned for analysis. A visual examination of the device identified that a section of balloon material, a section of shaft, both markerbands and the tip were not returned for analysis.

Event description:
It was reported that shaft break occurred. The >50% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. A 16-4/5.8/75 xxl balloon catheter was advanced for dilation. However, it was noted that the balloon broke while inflating inside a wallstent. The balloon was pulled out through the sheath and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon ruptured while inflating, and the shaft did not break as previously reported.

Event description:
It was reported that shaft break occurred. The >50% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. A 16-4/5.8/75 xxl balloon catheter was advanced for dilation. However, it was noted that the balloon broke while inflating inside a wallstent. The balloon was pulled out through the sheath and the procedure was completed with a different device. There were no patient complications reported.